Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1946, awareness date 21-oct-2015) which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer reported she had 1 essure coil inserted since she had an ectopic pregnancy in 2005. Her physician never performed the hsg (hysterosalpingogram) ultrasound to guarantee proper placement or sterilization. After 3 years of pain, bleeding for weeks at a time, an urethra prolapse and having surgery to get sling and other side effects (all over pain, weight gain, tiredness, aching, loss of sex drive, etc.) In (B)(6) 2015, she went in for a total hysterectomy. The pathology department found that the essure coil migrated into her uterus and completely unraveled and fell apart; pieces of metal throughout her uterus causing endometriosis and adenomysis with adhesions throughout uterus and abdomen. She stated there was nothing salvageable and at the age of (B)(6), she had to have a total hysterectomy because essure coil destroyed her female reproductive system from the inside out. Follow up received on 12-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2011 and 4 years after insertion she had a hysterectomy in which essure coil migration and pieces of metal where found in her uterus. These events were interpreted as device breakage and expulsion and are considered serious due to medical importance, anticipated according to technical analysis and reference safety information. Given nature of events and compatible temporal relationship, causality cannot be excluded. This case is regarded as incident since an intervention was performed. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.